Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant. The patient with this right ventricular (rv) lead experienced infection with vegetation. Event occurred during the implantation, the tip screw was caught inside the heart chamber, and when the tip was removed from the body and checked, a tissue was found sticking on the tip. It was assumed that the tissue was stuck when it was caught, however, the physician was concern and opted to implant a new lead as the helix was caught in the heart chamber and pulled out with force. This lead was replaced and never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant. The patient with this right ventricular (rv) lead experienced infection with vegetation. Event occurred during the implantation, the tip screw was caught inside the heart chamber, and when the tip was removed from the body and checked, a tissue was found sticking on the tip. It was assumed that the tissue was stuck when it was caught, however, the physician was concern and opted to implant a new lead as the helix was caught in the heart chamber and pulled out with force. This lead was replaced and never in service. No additional adverse patient effects were reported.